Event description:
The pt was having surgery for lower extremity pain. A versitrel stimulator and lead were to be implanted. While using the inserter the physician reported the spinal cord may have been nicked causing lower extremity paralysis. The lead and ipg were not implanted--the surgery was aborted. Three mris were performed. The results were negative. A follow-up report will be sent when add'l info is received.